Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose. Customer's blood glucose level went as high as 460 mg/dl. Customer was not sure what resulted in their high blood glucose. Customer was unable to be reached in order to troubleshoot.